Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found. The device was not available for return.

Event description:
It was reported to nevro that the implant procedure was aborted due to an epidural tear. The dural tear was repaired and there have been no reports of further complications regarding this event. The patient will be implanted in the future.